Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Further investigation into the issue revealed that the plate was shipped to the hospital in (B)(6) 2015; prior to it's expiry date on july 31, 2015. There are warnings in the package insert that state, ¿do not use implants after expiration date.¿

Event description:
It was reported that patient underwent a fracture reduction procedure that utilized a dynamic compression plate on (B)(6) 2015. During the procedure, the plate was found to be expired after it was passed on to the sterile field. There was no other plate available to complete the procedure; therefore, the surgeon implanted the expired plate.